Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 467 mg/dl at the time of incident and other blood glucose was 450 mg/dl. The customer was treated with insulin and also stated that the insulin pump was not working. The customer experienced symptoms such as nausea. The customer was not using auto mode feature. The insulin pump will not be returned for analysis.